Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: data not available, omnipod software app version: data not available, operating system: data not available, hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The french prestataire reported "problem with the needle mechanism" while the patient was wearing the pod on the skin for between 49 and 71 hours. No impact to the patient's glucose level was reported. No additional details were provided. A supplemental report will be given if new information becomes available.